Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room then hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 471 mg/dl. Customer reported other related blood glucose value was over 600 mg/dl. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not used at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer did run a self test on insulin pump and it passed. The insulin pump will not be returned for analysis.